Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a component detachment occurred. The lesion was located in the common bile duct (cbd). The hydratome rx 44mm x 20mm was advanced to the lesion, however, the physician was unable to orient the device in the right direction. The device was removed and the extractor rx 9mm x 12mm retrieval balloon was opened, however, a piece of the plastic came off the catheter during preparation. The device was not used and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.